Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events - 1 event was reported for this quarter. Product return status - 1 device was received for evaluation. Evaluation status - 1 event was not confirmed during testing; however, the device was found to be affected by corrosion. Additional information - 1 device is not labeled for single-use. 1 device was not reprocessed and reused.

Event description:
This report summarizes 1 malfunction event in which the device was reportedly leaking and shedding metal debris. 1 event had no patient involvement; no patient impact.